Event description:
The patient was being transferred out of bed and got approximately a foot off the bed, when the boom allegedly went down and the swivel bar came down on his chest. No serious injury is alleged.

Manufacturer narrative:
RMA not issued. The nursing home will not release the device until the consumer expires. They do not want a replacement either. Model rpl450-1 serial number (B)(4) is approximately 7.5 years old. User manual part number 1078987 rev f (aug-03) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "do not operate this equipment without first reading and understanding this manual. If you are unable to understand the warnings, cautions and instructions; contact a qualified dealer or invacare technical support before attempting to use this equipment - otherwise injury or damage may result." The technique used to transfer the consumer is unknown. It is unknown if the warnings were adhered to. Following the warnings may have prevented the consumer being dropped a foot back onto the bed. The following warnings are provided on page 9: "the operation of the patient lift is an easy and safe procedure. Do not attempt any transfer without approval of the patient's physician, nurse or medical assistant. Thoroughly read the instructions in this owner's manual, observe a trained team of experts performing the lifting procedures and then perform the entire lift procedure several times with proper supervision and a capable individual acting as a patient. Only operate this lift with the legs in maximum open position and locked in place. The base legs must be locked in the open position at all times for stability and patient safety when lifting and transferring a patient." "Invacare does not recommend locking of the rear casters of the patient lift when lifting an individual. Doing so could cause the lift to tip and endanger the patient and assistants. Invacare does recommend that the rear casters be left unlocked during lifting procedures to allow the patient lift to stabilize itself when the patient is initially lifted from a chair, bed or any stationary object." "If the shifter handle is not positioned completely into its mounting slot, do not use the patient lift until shifter handle is properly seated and the legs of the patient lift locked in place or injury and/or damage may occur."